Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "a lump or thickening in or near the breast or in the underarm area", "sarcoid", and "non-caciated granulomatous inflammation."

Event description:
Patient reported having "a lump or thickening in or near the breast or in the underarm area." Patient then reported a right side "sarcoid" and "non-caciated granulomatous inflammation." Patient additionally reported having "raynaud's phenomenon;" this event is not related to the device. Device remains implanted.